Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating, and remote support service was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station in override and not connected. A field service engineer found network cable plugged in incorrect port on comm sled, corrected cable and rebooted. The fse verified connection in rss (remote support service), verified sync with server. Additionally, customer recovered broken cubie. The system functioned as intended after the field service engineer repaired the device.